Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 380mg/dl. Troubleshooting was performed. The time and date were correct. The mother reported that accidentally the needle guard was inserted into the site with the cannula without feeling any pain. Advised the mother of possible issue with the needle guard being inserted into body, which may have caused her high blood glucose. The daily totals matched the basal and bolus. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.